Event description:
Allegedly, the surgeon performed removal surgery on (B)(6) 2015. The surgeon could remove all implants, and observed a break in one of the screw.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete.